Manufacturer narrative:
The sample was discarded.

Event description:
In late 2008, a facility physician reported that a pt was using a xenium 210 dialyzer during hemodialysis therapy five days prior, had experienced a reaction. Reportedly, seven minutes after starting therapy the pt experienced a cough and pain (area unknown). Antihistamines and steroids (dose, concentration unknown) were administered to the patient. The patient was not hospitalized. The pt had used a xenium 170 dialyzer for the last 3 years. Two weeks before this incident, the pt began to used the xenium 210 dialyzer. The patient outcome is unknown at this time.